Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was worn out. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. A replacement v60 battery was ordered for the customer. Investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification of the device issue, clarification of the device use at the time of the event, confirmation of the part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.